Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the initial implant attempt, the lead exhibited high thresholds, sensing difficulties, high impedance, and had an apparent fracture. The lead was removed and replaced. No patient complications were reported as a result of this event.